Event description:
The patient was brought to operating room for placement of a central venous catheter with fluoroscopic guidance by surgeon. When repositioning and removal of the wire was attempted, resistance was noted. The wire began to unravel. An interventional radiologist was unable to remove the wire with catheter-based therapy. Surgeon performed a limited neck exploration and a carotid angiogram. The tip of the wire was lodged in a small branch of the external carotid artery. An arteriotomy was performed and the wire was removed. A 2mm segment of the wire remained in the branch of the external carotid artery. The patient was taken to the intensive care unit after the surgery. He has no neurological symptoms and a follow-up ultrasound showed normal blood flow in the carotid artery.